Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) is not confirmed because the disposable set was not returned to baxter for evaluation. The lot number was not provided for a batch review and user did not describe any types of use errors or other issues that might have caused the reported event. The assignable cause is undetermined.

Event description:
A customer contacted baxter's technical service center reporting a system error (se) 2240 (air in set) during dwell 6 of 8 on the home choice (hc). There was no home patient (hp) or bag disconnection. The hp had four bags connected and there was solution only in the heater and final bag. The connections were tight and there were no leaks. The hp would complete therapy with manual bags and the alarm was cleared. There was patient involvement. No patient injury or medical intervention was reported.